Event description:
Patient experienced inappropriate shocks while walking. Lead remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2024 and (B)(6) 2025 recorded an initial pacing impedance of 500 ohms with a slight gradual decrease to 450 ohms. Furthermore, a stable shock impedance of 87 ohms was recorded. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to oversensing as well as inappropriate shocks and ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
Patient experienced inappropriate shocks while walking. Lead remains implanted. Should additional information be received this file will be updated.